Event description:
A malfunction was reported on the pump with no notable events occurring prior to it. The impact on the customer's blood glucose level was unknown or declined to be answered. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support again should any malfunction codes appear in the future, which the caller acknowledged and understood.